Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized 05/2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
It was reported that a pt has developed a red rash to the skin under the right side of tape collar approximately on (B)(6) 2012. The pt also experienced the same condition in the summer of 2011, when the weather became hot. The issues that were discussed with the pt were crusting, appropriate cleansing and visiting the health care provider if the condition is unresolved. It was reported that samples were sent tot he pt. No additional info provided. No pt outcome was reported.